Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/17/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture contamination was found inside the pump. Evidence of moisture was also found on the keypad flex cable, keypad flex connector and internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated ok button has an intermittent response and all keypad buttons feel ¿stiff.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.